Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and out of range pace impedances. The impedances were greater than 3000 ohms. Values were confirmed when the lead was tested via a pacing system analyzer. At this time, the lv lead has been surgically abandoned. No additional adverse patient effects were reported.